Event description:
Customer called stating that their meter is reporting erratic results. They alleged that they received a false high result, and when they took the insulin dose appropriate to that reading they overdosed and lost consciousness. An eval of the system was conducted over the phone which determined that the meter and strips were performing within specifications. Customer asked to return meter for further eval, and a replacement was provided.